Event description:
Acdf c3 and c4 / c6 and c7 on (B)(6) 2014 technician loaded the screw; handed to dr. As surgeon was inserting the screw the ring came out. The screw was not all the way in; approximately two or three turns. Surgeon removed the screw and locking ring. Another screw was loaded onto a different driver and placed without incident. Surgical delay of less than one minute. No patient injury. No additional intervention needed.

Manufacturer narrative:
Manufacturing site evaluation: visual inspection (microscopic): the screw shows no bent segments. The defects on the flanks inside are indications that the screwdriver was not properly attached during screwing. The screwdriver was not completely and properly appointed and or driven with a wrong angle. The manufacturing documents have been checked and found to be according to the specifications during the time of production. There have been no other complaints of this lot number. Involved component: quintex screwdriver sc432r screwdriver shows no mechanical defects, flanks and edges are proper. There is no burr or score mark, screwdriver is not related to the locking ring being detached.